Event description:
It was reported that during the treatment of a renal aneurysm in the radiology department, the coil unintentionally detached in the microcatheter during delivery. The coil was withdrawn along with the microcatheter and removed from the patient. Another coil and microcatheter were used to continue the procedure and was completed successfully. There was no reported health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.